Event description:
It was reported when using the pyxis medstation es system that it had a refrigerator failure, tower door cannot be recovered. The customer reported an issue that there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the latch that was faulty. The field service engineer replaced the latch to resolve the issue. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager. The system functioned as intended after the field service engineer troubleshooted the device.